Event description:
It was reported that the patient experienced vt (ventricular tachycardia). It was sustained, so the patient went to the emergency ro om whereupon the patient was externally cardioverted. It was noted that the pr logic discriminator withheld therapy. The physician felt strongly that the rhythm was really vt and that the device should not have withheld therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2013. (B)(4).